Manufacturer narrative:
The complaint investigation for false non-reactive alinity s anti-hcv ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity s anti-hcv ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67654be00. The device history record review did not show any non-conformances, potential nonconformance or deviations associated with the lot 67654be00. File kit testing of alinity s anti-hcv reagent, lot number 67654be00 could not be completed, as the reagent was already expired. Labeling was reviewed and found to adequately address the issue. In this case, considering the repeat nonreactive anti-hcv ii results along with the negative nat and the non-reactive roche assay, it is difficult to label these results as false non-reactive. We recognize that the use of several supplemental assays may confound results when they appear discordant, however the increased sensitivity of the alinity s anti-hcv ii screening assay combined with the negative nat and comparator assay are most likely correct results in this case. Customers should refer to their respective medical directors for donor history review, presence of symptoms, and overall synthesis of clinical data for determination of medical assessment and plan. Based on the investigation, the device met performance specification and performed as intended at the customer site, therefore there is no systemic issue or deficiency with the alinity s anti-hcv ii lot number 67654be00. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative alinity s anti-hcv ii results for one donor patient. The following results were provided: (B)(6) 2025 sid (B)(6) result (lot 67654be00) = 0.03 s/co and nat negative, all other additional lab results were negative. The patient stated they were experiencing symptoms of hcv however no additional information was provided. (B)(6) 2025 second sample with sid (B)(6) architect i2000sr ((B)(6)) with result = 3.70 s/co positive, nat = negative (B)(6) 2025 repeat results of second sample on alinity s (lot 71175be00) ((B)(6)) and ((B)(6)) both results = 0.06 s/co. Sample repeated on architect ((B)(6)) =3.51 s/co (B)(6) 2025 primary tube frozen sample retested on alinity s ((B)(6)) = 2.46 s/co, alinity s (lot 71175be00) ((B)(6)) = negative 0.19 s/co, architect ((B)(6)) = negative 0.18 s/co no impact to patient management was reported. Update: additional information provided on 25jul2025. The samples were retested from february and june with the remaining volume using the roche anti-hcv ii assay and both samples results = negative. No impact to patient management was reported.

Event description:
The customer observed false negative alinity s anti-hcv ii results for one donor patient. The following results were provided: on (B)(6) 2025 ,sid (B)(6), result (lot 67654be00) = 0.03 s/co and nat negative, all other additional lab results were negative. The patient stated they were experiencing symptoms of hcv however no additional information was provided. On (B)(6) 2025 second sample with sid (B)(6) architect i2000sr (B)(6) with result = 3.70 s/co positive, nat = negative. On (B)(6) 2025 repeat results of second sample on alinity s (lot 71175be00) (B)(6) both results = 0.06 s/co. Sample repeated on architect (B)(6) =3.51 s/co on (B)(6) 2025 primary tube frozen sample retested on alinity s (B)(6) = 2.46 s/co, alinity s (lot 71175be00) (B)(6) = negative 0.19 s/co, architect (B)(6) = negative 0.18 s/co no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4w56-55 that has a similar product distributed in the us, list number 4w56-60 / 61 with 510k/PMA/bla number bl125759 all available patient information was included. Additional patient details are not available.